Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a radical resection of lung cancer was performed under thoracoscope, the surgeon used the endoscopic cutting stapler and disposable reload for firing but got stuck. There was also a ¿ka¿ sound after re-firing and the staples became a mass. The second staple was stuck after being fired half. The stapler could not longer be fired and could only be replaced with reload of another model number. The event increased patient¿s pain and prolonged the operation time.